Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator presented to the emergency room after a fall. An episode review was requested from technical services (ts). Ts reported that an atrial tachycardia response episode was stored in device memory; ts noted that what appeared to be artifact from the minute ventilation sensor could be seen on the right atrial channel. No inhibition of pacing was noted. Ts recommended programming the respiratory rate trend feature off. No adverse patient effects were reported. This device remains in service.